Manufacturer narrative:
The user reported having a low glucose event on 30 march 2025 at 9:29 pm where user's sg was 180 mg/dl and bg was 58 mg/dl. A review of the data management system (dms) data revealed that on (30 march 2025 at 9:29 pm user's sg was 180 mg/dl, and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert at the reported time as user's sg was above 65 mg/dl. The user did not seek medical treatment and resolved the event by eating or drinking something to raise glucose levels. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. In an associated case (B)(4) of the user about sensor inaccuracy, it was observed that a review of the in-vivo data revealed transient optical instability in reference channels during the reported time. The observed sensor inaccuracies were likely due to early wear adjustment of the system after insertion on (B)(6) 2025. The user was advised to continue the use of the system and was educated about early wear period. B4. Date of this report 15 may 2025. G3. Date received by the manufacturer? 15 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 9:29 pm where user's sg was 180 mg/dl and bg was 58 mg/dl. After dms review, we confirmed that on (B)(6) 2025 at 9:29 pm where user's sg was 180 mg/dl and bg was 58 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. The user didn't seek for medical treatment and resolved the event by eating or drinking something to raise glucose levels. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.